Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable before during and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. As received, the device was above eri. The session records were reviewed by clinical engineering and the recorded bpa was determined to be invalid. 10-213-67